Event description:
It was reported that the patient's catheter was explanted due to infection. No patient symptoms or outcome was reported. The catheter was later replaced. Add'l info has been requested from the hcp, but was not available as of the date of this event. A follow-up report will be sent if add'l info is received.

Manufacturer narrative:
.